Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional additionally reported "any creases" and "hole noted in a crease along the periphery of the implant".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved and white particles on the shell. Leak test and microscopic analysis was performed which identified: crease smooth opening anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on anterior assessed as fold flaw opening. Additional, changed, and/or corrected data: b.5., b.6., d.1., d.4., d.6a, d.6b, d.9., h.3., h.4., h.6.